Event description:
A disparity between the drip rate on the cpoe order and the listing of the drip rate on the active medication list was repeatedly detected. This disparity is giving rise to confusion and doubt in the mind of the clinician as to what dose the pt is getting and who knows and who is deciding. The drug subject, amiodarone, carries a black box warning that it may cause fatal toxicities. This defect in the cpoe device is an impediment to safe care. The pt was at risk for overdose and under dose of a complex medication.